Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced power elevations, followed by low flow alarms and pump stoppages. The pt was admitted to the hosp.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.